Event description:
A physician reported that after about a month of adaptation period after surgery with company lens the patient had experienced discomfort, foreign body sensation and maladaptation. The intraocular lens (iol) was explanted and exchanged with an unspecified another lens in the secondary implant procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the lens was returned in a small plastic bag, inside an envelope. Solution was dried on the lens. One haptic was bent. The other haptic was broken/cut. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if a qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 19.0 diopter lens was replaced. However, the replacement lens information was not provided. No additional information provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).